Event description:
It was reported that the patient with this pacemaker had exhibited possible pocket erosion. The patient stated that a wire was visible beneath the skin at the lower portion of the pacemaker and reported experiencing dizziness and nausea. There were no additional adverse patient effects reported. This pacemaker remains in service.